Manufacturer narrative:
A stryker product assessment center technician (pac tech) found and verified this issue during initial evaluation. Review of device logs showed that the last software upgrade was interrupted by the user opening the lid, which caused the reported issue. The pac tech cleared the certificates which resolved this issue. The customer received a replacement device and the original device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device was constantly rebooting. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.